Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that the cause of the issue was not determined. Patient was told to charge their device to full and to bring the programmer to the next appointment for pump refill and manufacturer representative would meet with them there. Additional information was received from a healthcare professional of a clinical study stating that patient's device was interrogated at their appointment and reset but there was no download or additional information from the manufacturing representative. Patient reported that the representative was able to fix the stimulator to their satisfaction and the issue was resolved without sequelae. There was no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was transferred from patient registration saying that their spinal cord stimulator was not working. Patient services asked for clarification and the patient stated that they could not turn on their ins. Patient programmer use was reviewed and the patient reported the por (power on reset) screen was seen on their programmer. It was indicated that it was a warning por. It was reviewed that warning por could not be cleared and the patient was redirected to their healthcare provider (hcp) to have their device interrogated. No symptoms were reported. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study stating that patient's device was interrogated at their appointment and reset but there was no download or additional information from the manufacturing representative. Patient reported that the representative was able to fix the stimulator to their satisfaction and the issue was resolved without sequelae. There was no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of the clinical study. The clinical site called the manufacturer representative to follow-up on the event. The clinical site also called the patient to ensure she came in for a visit on (B)(6)2018 so the manufacturer representative can check the ins. The patient indicated there was no change in pain level. The event was ongoing. The event was possibly related to the device or therapy and was not related to the implant procedure. The etiology was unknown to date.